Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 where it was reported the IV tubing was found leaking. A straight line was identified in part of the tubing. The incident occurred in the patient's room, less than two hours prior to the event there was no leaking or hole in the tubing identified. There was patient involvement, unknown patient harm and unknown delay in therapy.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined. A lot number has not been provided. A device history lot review cannot be performed. If the device is returned a supplemental report will be submitted. D4: only di provided as lot number is unknown.

Manufacturer narrative:
Investigation summary: no 146870489 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.